Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-25 implantable pacing: lead (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary- the lead was returned in segments. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.